Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system station was not turning on. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer (fse) investigated the issue of the station not powering up and traced the problem to auxiliary drawer 3.2. The fse replaced the drawer controller, after which the station power issue was addressed. The system functioned as intended after the field service engineer repaired the device.